Manufacturer narrative:
Follow-up #1: date of submission 05/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/09/2016 with the following findings: product evaluation was conducted and the alleged ¿no power¿ complaint could not be duplicated. The review of the black box data showed multiple unexplained power reboots on one occasion. The battery compartment and the battery cap were undamaged and the cap was able to fit and to maintain electrical connection. The battery cap was fastened and then unscrewed half turn with no power reboots. The ez-prime steps were performed correctly with no power interruptions or any errors, alarms or warning. Upon removal of the pump cover, no intermittent condition was found to the power circuit. Unrelated to the original complaint , the audio bolus button cover and the white slug contact were detached.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the yellow o-ring was not visible at the battery cap. The reporter denied any damages to the battery compartment or the battery cap. In addition, reportedly, there was no moisture in the pump. The battery reportedly was replaced without resolve. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.